Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter, the product was in situ for 2 to 3 weeks when it was noted, the pilot balloon on the inflation line of the tracheostomy tube was "broken". The product was removed and replaced. The patient recovered with no incident related medical sequelae.